Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation

Event description:
It was reported there was an event of a pulmonary embolism. "Severity: severe relationship to device: unlikely relationship to procedure: unrelated relationship to accessories: unrelated seriousness classification and criteria: resulted in a life-threatening illness or injury,resulted in in-patient or prolonged hospitalization."